Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. Based on the customer's reported findings, it is not expected for the customer to return the patient circuit as a use error is most likely the cause of the reported issue. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the mean airway pressure (map) fell and the piston stopped while the device was in use on a patient. The user quickly switched the patient to another unit and there was no patient compromise. The customer evaluated the ventilator and found a circuit leak, which probably caused the piston to shut down.